Event description:
In three instances blood was noted to have refluxed into the tubing between the pt and the pump. The balloons were subsequently removed. Dates of events indicated as 12/25/94 and 12/27/94. (Also see 1004776.)